Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead was capped and replaced on (B)(6) 2025 due to an insulation problem. Further information was requested but not received.